Event description:
After multiple attempts made by us product surveillance, no further info provided by affiliate. No pt innury reported by affiliate.

Event description:
Per baxter affiliate "upon awaking, the patient found a non specified amount of solution on the homechoice machine, in the area below the door where the cassette is inserted. The equipment did not trigger or gave any kind of alarm signal at the start of the cycle. The patient went to their dialysis center, where they administered a prophylactic treatment: ciprofloxacine 500 mg every 12 hours for 3 days and 250 mg every 12 hours for another 5 days. Technical services checked the machine and did not fine anything wrong. It is believed that the cassette (which was discarded by the patient) must have had a small leak, undetectable by the equipment." Further information regarding incident has been requested from affiliate.